Event description:
It was reported the pump was flipped, the catheter had twisted , was broken and a revision was performed. The catheter was broken at the suture connector and the catheter was twisted in the pocket. Diagnostics included x-rays. The proximal segment of the catheter was removed all the way to the existing anchor. Approximately 6.8cm of existing 8780 remained in the patient. A new proximal segment was added to the existing 8780. The pump was sutured in place by all 4 suture loops. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver dilaudid.

Manufacturer narrative:
Analysis of the catheter revealed catheter body has significant twisting that may have affected infusion. Corrected information: results code 1023 no longer applicable

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.